Event description:
In mar 2005 regarding a pt was a victim of an explosion involving denatured alcohol. Pt sustained 57% total body surface area burns. In 2005, a total of 123 epical grafts were applied to the pt: 75 grafts were applied to trunk, 15 to the anterior right leg, 14 to the anterior left leg, 15 on the right arm, 4 on the left arm. The pt died 2 days later due to multi-system organ failure, which was considered unrelated to the use of epicel. Manufacturer's comment: batch records for this pt were reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing non-conformances were associated with this pt. Sterility test samples collected pre-release were negative for growth.